Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient experienced leg numbness and inability to move their leg following a perm implant on (B)(6) 2021. The patient was admitted to the hospital. The patient's issue resolved over time.